Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unknown spinal procedure. During the procedure, it was noted that the rod disengaged from the inserter. The procedure was able to be completed and the rod fixed properly with no patient complications reported.